Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. After inspection, a crack in the cuff connecting tube was found. The cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. Visual inspection found that the cuff tab was cut consistent with sharp instrument damage. The cuff kink resistant tubing (krt) was not returned for analysis. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not functioning properly. After inspection, a crack in the cuff connecting tube was found. The cuff was explanted and replaced. No patient complications were reported.